Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open front pulse wire in the trunk cable. The cause of the failure is the damaged pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A u.s. Distributor contacted zoll to report that the patient using electrode belt sn (B)(4) was receiving check te pad messages.